Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
This device was explanted due to an autopsy, no malfunction or serious injury. This record is now not reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. There were no additional adverse effects reported. Additional information received indicated that there is no evidence of infection, as this device was explanted due to the patient passing away and an autopsy was performed. The device was held in the pathology lab and was returned to bsc 2 years later. The product has been received for analysis.